Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete event, patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the ipg was not placed into surgery mode. Further troubleshooting is pending.